Event description:
(B)(6) 2004 - pt. Presented for surgery with intractable back pain and lower extremity pain. Symptoms began after a work related injury which occurred initially on (B)(6) 2004. Patient underwent interbody fusion l3-l5 using rhbmp-2/acs. (B)(6) 2005 - pt. Underwent a procedure for l5-s1 plif revision and anterior retrieval of interbody cage at l5-s1. Pt. Underwent interbody fusion from l3-l5 in (B)(6) 2004 and developed adjacent level disease at l5-s1. (B)(6) 2005 - pt. States she was diagnosed with ms six weeks ago. "At this point in time, I believe further workup is necessary to definitively diagnose her with ms". (B)(6) 2005 - pt presents to neurology clinic with complaints of easy fatigability, bladder/urgency difficulty, and balance issues. "I cannot diagnose her as suffering from multiple sclerosis". (B)(6) 2006 - pt. With lumbar radiculopathy underwent procedure for plif revision arthrodesis from l2-2, l3-4, l4-5, l5-s1. (B)(6) 2006 - pt presents to (B)(6) with weakness and numbness in the lower extremities and right hand numbness. (B)(6) 2009 - pt underwent procedure for anterior lumbar interbody fusion l2-s1. (B)(6) 2007 - pt presents to (B)(6) "for a follow-up visit regarding her history of an abnormalmri scan of the brain. She continues to suffer from significant easy fatigability as well as bilateral leg and groin numbness and tingling likely secondary to her prior lumbar surgeries. She also continues to have neck pain and dizziness". Review of the MRI shows "multiple areas of increased signal. However, none of these are near the lateral ventricles and do not appear consistent with multiple sclerosis. No enhancing lesions were identified. She likely has some symptoms of fibromyalgia and also suffers from lumbar radiculopathy". (B)(6) 2008 - pt. Presents to neurology clinic with weakness in upper and lower extremities. Impressions are "fibromyalgia" and "cns demyelination". (B)(6) 2008 - pt presents to (B)(6) with history of weakness in her lower extremities and possible demyelinating disease of the cns. (B)(6) 2009 - pt presents with history of increasing low back pain. "The patient states the pain at times has gotten severely worse". (B)(6) pt. Presents with low back pain and lumbar radiculopathy and adjacent level disease at t12-l1 and l1-l2. Pt. Underwent a procedure for t12-s1 laminectomy, medial facetectomy, and foraminotomy, plif t12-l1, l1-l2, l2-l3, l3-l4, l4-l5, l5-s1, removal of stryker pedicle screws, placement of medtronic legacy pedicle screws at l2-s1, placement of interbody integrated spine atlas device t12-l1 and l1-l2, placement of autograft and bmp for posterolateral arthrodesis at t12-l1, l1-l2, l2-l3, l3-l4, l4-l5, l5-s1. (B)(6) 2009 - pt presents to the ER 9 days post-op with complaints of worsening back discomfort midline along her incision extending down to the coccyx area. The patient states the pain has been present since being discharged home on (B)(6) 2009, but today appears to be much worse in comparison. (B)(6) 2009 - pt. Presents to pain management with mid-low back pain and bilateral leg pain, neck pain, and bilateral arm pain. "She denies any new type or location of pain since the last visit". (B)(6) 2011 - pt presented to the ER with acute onset of severe back pain. "She also has a known t12 compression fracture with loosening of her hardware". (B)(6) 2011 - pt presented with t12 compression fracture with burst fracture. Patient underwent a t12 corpectomy with synthes expandable cage as well as a t11-t12 interbody fusion and t12-l1 interbody fusion. Anterior lateral instrumentation using the nuvasive pedicle screws. "The patient has developed adjacent level disease at t12-ll. She required instrumentation at this level. The patient subsequently sustained a fall. After the fall, she began to experience increased pain. The patient was diagnosed with a compression fracture at t12 even though this was instrumented with pedicle screws". (B)(6) 2011 - the patient reports that she continues to experience weakness of the upper and lower extremities although this is unchanged from 2008. She also notes migratory tingling and numbness throughout the extremities, as well as generalized pain. The patient reports difficulty with swallowing solids and liquids as well as chronic constipation. She denies any changes in memory. Patient states that previous complaints of upper and lower extremity spasms are worsening in frequency, especially at night. (B)(6) 2011 - pt presents with "sleep disorder with excessive shaking of legs and arms during sleep and spasms in legs".

Manufacturer narrative:
(B)(6). (B)(4) - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.